Event description:
During a fitting session, the advanced bionics representative experienced problems communicating with the implant using the remote control and the clinician programmer. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator. The patient is no longer experiencing communication issues.